Event description:
Kmts field rep contacted the patient after reviewing episode. Family member answered and informed that patient was unresponsive. Kmts field rep instructed to start CPR and call 911 . Discontinued call when emergency response arrived. Follow up call to family revealed that patient had expired on (B)(6) 2026. MDR filed due to reported patient death possibly while wearing the device. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.